Event description:
It was reported that during an ovarian cyst procedure that the device would not open. The device had been fired the first time without any difficulty. We wanted to change the cartridge. But did not manage to do it because he could not open the device. The device was not on tissue when it would not open. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.